Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient mentioned that the recharger is not charging the implanted neurostimulator very well at all. Patient mentioned that right where the wire goes into the back of the unit, recharger cord gets really hot. Patient also mentioned that last night they had it on for 45 minutes to go from 80% to 90% and noticed that the wire has been getting hot more and more. Patient mentioned that this started probably a couple weeks ago, they thought it was a little warm but last night after that long charge period, they noticed the wire was warm. Patient then mentioned the cord is kind of frayed. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6): product type recharger was returned and the analysis shows scrapped due to low reading being 0 should be higher than 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.